Event description:
It was reported that during an open gastric bypass procedure, the handle broke. Unknown how the surgeon completed the case. Unknown if there was any patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 07/02/2010. Firing trigger handle. Evaluation summary - the analysis results found that the cts45 device was received with the firing trigger broken/missing and with a tr45g reload loaded in the device. The reload was received partially fired and with the lockout spring normal. In addition the cartridge deck was found damaged where the firing stopped. After a further analysis, the knife was found to be nicked and scratched. The damage found on the cartridge deck and knife is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run. If resistance is felt, stop and replaced the cartridge. Please reference instructions for use for additional instructions. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. It should be noted that attempting to fire over a hard object will increase the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.